Event description:
It was reported that the device was removed from service due to sensing difficulty. No patient complications have been reported since the device was removed from service.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analysis found no anomalies. However, the defibrillator conductor was distorted and several conductors had blood/body fluid (not obstructed). The outer insulation was breached cut and had a cosmetic depression. Visual analysis noted apparent explant damage.